Event description:
It was reported that the subject device had an image blackout. The issue was found during reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: component failure - the unit plug unit was faulty causing the no image to occur. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.